Manufacturer narrative:
(B)(4). Date sent: 12/12/2022 this is an analysis of a set of images submitted for evaluation. Image 1(x9415j (B)(6) hd36 pdf): the image provided by the customer shows a harhd device. Image 2(x9415j (B)(6) hd36 pdf): the image provided by the customer shows a harhd trigger. The batch and serial could be seen as x9415j, (B)(6). Image 3(x9415j (B)(6) hd36 pdf): the image provided by the customer is that of the distal jaw of what appears to be a harhd instrument. No damage could be observed as the image is not so clear. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged, melted and 100% present. The blade broke off during functional testing. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # x9415j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: per the photo attached, could you please confirm if the blade tip was detached from the device? Yes photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreas procedure the ¿replace instrument¿ alert screen was displayed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.